Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. The device was unable to undergo the occlusion, prime, and excessive no delivery tests due to the compromised force sensor system alarm. The following physical damage was also noted: minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 95 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer stated that the drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.